Event description:
A malfunction alarm was reported on the customer's pump, specifically indicated by malfunction code malf 0. Blood glucose levels remained within a safe range, with no adverse impact reported. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood.